Event description:
It was reported that the sys 9800 locked up twice during a procedure and needed to be rebooted. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc. Rep performed an on site investigation. The failure could not be duplicated. There was no log history as the x-ray controller circuit board battery was dead. The sys was tested and found to be working as intended and placed back into svc.